Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following an unrelated ablation procedure intermittent undersensing during ventricular tachycardia (vt) detections was noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.